Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that the device displayed a machine pressure sensor failed error after the flow sensor assembly and blower were replaced. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The biomedical engineer (bme) called technical support to report that the device displayed a machine pressure sensor failed error after the flow sensor assembly and blower were replaced. The remote service engineer (rse) advised the bme to remove the data acquisition (da) printed circuit board assembly (pcba), reinstall the da pcba onto the flow sensor assembly, and test the device for a few hours. The rse also informed the bme that the da pcba may be misaligned with the solenoids when it was removed while the blower was replaced. The bme reseated the da pcba back onto the flow sensor assembly solenoids and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.